Event description:
The customer was hospitalized for high bgs. The customer also stated that they had high/low bgs and erratic readings on bgs. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. Explained the two high bg rule, instructed the customer to call back to perform the high-pressure test when the clamp arrives.